Manufacturer narrative:
Mw 5089569 received with this incident information confirmed by the customer.

Event description:
Medwatch received, and customer has confirmed it is the same incident information reported by them.

Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one fluid warming level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with damaged front cover. The investigation started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer's reported problem could not be duplicated. The investigation was unable to see any signs of contamination. No problem found.

Event description:
It was reported that the customer saw an orange-brown growth on the level 1 hotline low flow system (hl-390). This product problem was observed during the first week of (B)(6) 2019. The customer performed maintenance and disinfection of the reservoir. A week later, the growth reappeared in the machine. As the machine was used frequently, and on patients, the affected machine was taken out of circulation immediately. No patient injury or complications were reported in relation to this event.